Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was functioning properly. However, it was noted that this device had recently been repair by olympus due to a defective converter causing the same failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during procedure preparation, his olympus visera xenon light source was switching to the spare lamp and an alarm sound was generated after approximately 20 minutes of use. According to the initial reporter, the staff completed the intended procedure using another device without any patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was not confirmed, so the device was returned without identifying a cause. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.